Event description:
A (B)(6) female patient contacted zoll customer support to report that the response buttons on her monitor were not working. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation, the rear response button was non-functional. In addition, the response button cover was ripped. The root cause for the defective response button could not be positively identified. No adverse event resulted from the defective response button. The patient received a replacement monitor.